Event description:
A dark, unresponsive pump screen was reported by the caller, and despite several attempts to restart it, the issue persisted. There was no adverse impact on the customer¿s blood glucose level. Customer technical support (cts) decided to replace the pump, arranged for it to be shipped, and instructed the customer on using backup mdi therapy to ensure insulin delivery continued until the replacement arrived, as well as the steps for returning the malfunctioning device.